Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the pump is pulling from the primary line instead of the secondary line of entyvio while connected to a pediatric patient in the hematology/oncology unit. The infusion was programmed to infuse at 500ml/hr. There was no harm.